Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an alert 113(reduced water temperature control) during therapy. A review of the csv file shows the device not cooling due to a failed mixing pump. Stated they would order and replace the parts onsite.

Event description:
It was reported that the arctic sun device had an alert 113(reduced water temperature control) during therapy. A review of the csv file shows the device not cooling due to a failed mixing pump. Stated they would order and replace the parts onsite.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported was identified as a mixing pump failure. A review of the csv file shows the device not cooling due to a failed mixing pump. Stated they would order and replace the parts onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.